Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the nurse encountered resistance when extending the brush into the patient's common bile duct, which ultimately caused the handle cannula to bend. The procedure was then completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure. This event has been deemed reportable based on the investigation results: wire broken.

Manufacturer narrative:
Visual evaluation of the returned device found the brush retracted, and the handle cannula was bent toward the distal end. The blue seal cap was loose from the t-fitting, and the working length was kinked in several locations. Functional evaluation found that the brush would not extend when the handle was actuated. The handle was then disassembled, which revealed that the brush wire was significantly kinked at the distal end of the handle cannula. Additionally, one of the wires that comprises the brush wire (which consists of one wire twisted to make a "twisted pair") was noted to be broken at the distal end of the handle cannula. The condition of the returned device was consistent with the complaint that the handle cannula bent and the device was difficult to extend. As the issue was encountered inside the patient during the procedure, it is likely that anatomical/procedural factors caused the working length to kink. Kinks would create resistance during subsequent attempts to actuate the device, and this resistance can ultimately cause the wire and handle cannula to bend and potentially break. Once the handle cannula was bent and the wire was broken, it was no longer possible to actuate the brush; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.